Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is complete. Visual examination of the returned cuff identified no damage. Functional testing determined the cuff operated as intended. Device is used for treatment. A definitive root cause cannot be determined as the unit operated as intended. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the cuff leaked air during surgery. Some cuffs were also torn or having pressure holding issues. This is one of the 12 reports for the cuffs. There was no harm but there was a delay of about 10-15 minutes. No additional information available at this time. No adverse events were reported as a result of this malfunction.